Event description:
Customer alleged discrepant results for 3 patients¿ sample with the cobas® sars-cov-2 & influenza a/b test on the cobas® liat® system. The original run for patient 1 generated negative result for influenza a, positive result for influenza b and sars-cov-2; on the cobas® liat analyzer. 2nd run was performed on a different cobas® liat analyzer and generated negative results for sars-cov-2, influenza a/b; and a 3rd run was performed on the same analyzer generated negative results for sars-cov-2, influenza a/b. Same sample was used for all 3 tests. The positive results were released to medical personnel, and customer is planning on releasing the negative results as well. The original run for patient 2 generated positive results for sars-cov-2, influenza a/b; on the cobas® liat analyzer. Re-tested on the same analyzer generated positive results for sars-cov-2 and influenza b. And invalid for influenza a. When re-tested again on another cobas® liat analyzer generated negative results for sars-cov-2, influenza a/b. Same sample was used for all 3 tests. The positive results were released to medical personnel, and customer is planning on releasing the negative results as well. The original run for patient 3 generated positive result for influenza a and invalid for sars-cov-2 and influenza b; on the cobas® liat analyzer. Re-tested on the same analyzer generated negative results for influenza a/b. And positive for sars-cov-2; when re-tested again on a different the cobas® liat analyzer and generated negative results for sars-cov-2, influenza a/b. Same sample was used for all 3 tests. The negative results were released to medical personnel. The review of systems assessment, identified abnormal pcr curves due to possible tube leak. 2 additional potential false positive results of one or more targets were also identified with abnormal pcr curves. Run # 1480: sars-cov-2 detected due to abnormal pcr curves caused by the leakage. Run # 1481: influenza b and sars-cov-2 detected; and influenza a invalid. Due to abnormal pcr curves caused by the leakage. The patient sample was collected using nest biotechnology disposable sampler, 10 ml vial with 3 ml vtm, with individually wrapped and sterile nasopharyngeal swabs, 1 vial + 1 np swab. The method sheet of the product indicates: collect nasal, nasopharyngeal and oropharyngeal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place in 3 ml of copan universal transport medium (utm-rt) or bd¿ universal viral transport (uvt). Collect nasal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place into cobas® pcr media tube from cobas®pcr media kit. Collect nasal specimens using the cobas®pcr media uniswab sample kit or cobas®pcr media dual swab sample kit according to instructions. Further investigation is on-going and 5 mdrs will be filed.

Manufacturer narrative:
An investigation is on-going and 5 mdrs will be filed. A follow up report will be filed upon completion of the investigation.(B)(4)

Manufacturer narrative:
The customer's cobas liat analyzer was returned for evaluation and repair. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. Device was returned for evaluation. (B)(4).